Event description:
International affiliate reports the pt underwent minimally invasive surgery at l2-d12 which included stabilization of fracture at l2. Following surgery, the pt experienced lumbago. Examination of the pt x-rays revealed mobilization of the left screw in location d12. The screw was explanted and the fractured vertebra was cemented.

Manufacturer narrative:
The screw is not available for eval. Review of the device history record cannot be performed as the product code and lot number are unk. Contact did not have info regarding the pt's bone quality. Examination of the provided x-rays revealed that the spinal construct spanned three levels and consisted of four screws and two rods. The images confirm that the screw pulled out from the bone. The rods are straight and do not appear to have been contoured prior to placement. However, no definitive conclusion can be made at this time. This appears to have been a challenging case and there is no indication that the issue experienced was device related. At this time, the complaint is considered to be closed.